Manufacturer narrative:
Pump passed the displacement, self test. No unexpected restart error alarm and no external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart, external ram crc error for four times as well as battery out limit. Customer¿s current blood glucose was 116mg/dl. Customer advised to monitor the insulin pump. Insulin pump will be return for analysis.